Event description:
It was reported that pump experienced malfunction with message related to motor movement after pump likely received strong impact, but no notable events occurred before malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions on how to reset pump, successfully reset pump without recurrence of malfunction, was advised to continue using pump, and was instructed to call back if malfunction message appeared again.